Event description:
Tip fracture & embolization. Dialysis catheter. Had been in about 2 months, came in to have removed and that is when the tip fracture was noted. Product returned does not show a detached tip.